Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Certain infectious disease assays, in this case hepatitis testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of quality concerns (unknown details) or erroneous results (hbsag). Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a false low hbsag result was given. There was no report of patient impact. Report 2 of 5.